Event description:
It was reported that the device would spontaneously reset itself. There was no affect on pt outcome.

Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to 4 loose and corroded battery pins in battery well #2. After replacing the 4 battery pins in well #2, proper operation was confirmed and the device was returned to the customer.